Manufacturer narrative:
B1 ¿ type of report - added/checked product problem (e.g., defects/malfunctions).

Event description:
Additional information was received indicating that both leads were fractured and patient underwent surgical intervention on (B)(6) 2023 wherein the patient's leads were explanted. Due to patient scar tissue only 1 of the explanted leads was able to be replaced. Therapy was resumed on the implanted lead.

Manufacturer narrative:
The event of autoreducing/stimulation ineffective was reported to abbott. An error message ¿strength was decreased, the generator could not deliver the desired strength¿ was displayed. Troubleshooting was attempted but issue persisted. The patient underwent a lead revision, due to scar tissue only one new lead was inserted and replaced. Both original leads were removed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The event of autoreducing/stimulation ineffective was reported to abbott. An error message ¿strength was decreased, the generator could not deliver the desired strength¿ was displayed. Troubleshooting was attempted but issue persisted. Surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-03268. It was reported that the patient was experiencing ineffective therapy due to their scs leads having high impedance. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.